Event description:
(B)(4). The pump was set to infuse 27.87cc/hr of heparin, but it was only running at 20cc/hr. The nurse tried to reset the rate to 27.87 cc/hr, then the pump alarmed and reverted back to the 20cc/hr. The nurse kept trying to change the rate back to 27.87 cc/hr until the device finally errored with an error code of 211. It is unk the length of time that the device ran at the 20 cc/ml rate. It is unk the amount left in the bag. No IV tubing available. No pt. Injury.

Manufacturer narrative:
(B)(4). B. Braun medial inc. Is submitting a single report on behalf of b. Braun (B)(4). The investigation on the device is ongoing at this time. A follow up report will be provided after the inspection results are available.